Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) and a manufacturer's representative (rep) regarding a patient who was impl anted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported the hcp was doing a magnetic resonance imaging (MRI) head scan on the patient and the patient began to feel a tingling sensation over his whole body, tingling in his face, and his teeth began to chatter. The scan was ended once the patient began to exhibit these issues. The patient was in recovery and the tingling and chattering had resolved. The tingling and teeth chattering stopped once the patient was out of the MRI. It was uncertain if the face tingling and teeth chattering stopped when the patient was still in the MRI, but the scan was stopped. The location of the symptoms were noted to be the patient's whole body and mouth. The change in therapy or symptoms was noted to be sudden. The hcp was doing a head only scan, they had the guidelines, and the rep made sure the patient's device was off. The scan was being done with a 1.5t MRI and with a transmit and receive head coil. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the healthcare professional reported that the patient was receiving appropriate therapy post MRI procedure. The spinal cord stimulation (scs) was functioning fine at the last office visit (B)(6) 2015, and there was no evidence of damage to the leads or ipg. It was noted that the manufacturer representative present on (B)(6) 2015 should be able to furnish a progress sheet for that date. If additional information is received, a follow up report will be sent.